Manufacturer narrative:
Results: a revision surgery was reported of an unknown sl-plus mia stem. The revision took place due to aseptic loosening 9 years after implantation. 13 x-rays were sent with this complaint for review which confirm radiolucency around the stem boarder as well as cortical thickening which supports the report of aseptic stem loosening. A product evaluation could not be performed because no article was sent back for investigation. Due to the missing batch number no DHR/batch record review and no complaint history review could not be performed either. After all the root cause remains undetermined. If in future more information will be provided the complaint will be reopened and further activities and investigation will be planned.

Event description:
It was reported a revision surgery due to an aseptic loosening of the stem. Stem and ceramic ball head were explanted.